Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 494 mg/dl. She injected 4 units of insulin and then 2 more units. The self-test passed. She had abdominal pain, nausea, and was sweating. The customer saw a couple of air bubbles in the tubing. The device was not returned.